Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed. Therefore, cgm glucose data were not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the information available, it is likely that this hyperglycemic event was caused by a failed infusion set.

Event description:
On 8/12/24 a beta bionics employee became aware that an ilet user experienced a high blood glucose (bg) resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not reported. The user reported they had a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.